Event description:
IV start kit contained long black hair inside package. The hair was noticed before package was opened. Items in package are supposed to be sterile. The problem was found during a discussion on sterile technique to new hosp employees.